Event description:
Boston scientific received this product for post market evaluation with no allegations from the field on performance anomalies. During laboratory testing, engineers concluded that this device did not meet longevity specifications as provided in product labeling. No reported adverse patient effects.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.